Manufacturer narrative:
The returned valve was patent. It met all of the requirements for the siphon, leakage, pressure-flow, and preimplantation tests. It did not meet requirements for the reflux test. Proteinaceous debris was observed in the interior of the valve. Tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris within the valve can hold pressure-flow controlling open resulting in fluid reflux. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the ventricular catheter of the vp shunt was possibly occluded, so the entire vp shunt was revised.